Event description:
It was reported that during an initial procedure, five screws fractured intraoperatively. The procedure was completed using alternate screws. No fragments were retained, and there was no reported patient harm or contributing conditions. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): 01-7390 (054960), 15-1196 (365000). G2: foreign: the event occurred in china. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d9, g3, h2, h3, h6 and h11. Complaint sample was evaluated, and the reported event was confirmed. An investigation was conducted on the returned screws. The screws all show signs of attempted use including marking and scratching on the screw surface. Further inspection shows that all five screws in the five pack have fractured. The complaint is confirmed. The screws were sent out for fracture analysis. The screws' fracture surfaces show sheared ductile dimples, indicating rotation crack propagation, suggesting torsional overload failure mode. Semi-quantitive eds elemental analysis found the material to be consistent with ti-6al-4v titanium alloy with carbon and oxygen contamination. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.